Event description:
It was reported that a blade tooth broke off during a surgical procedure. No adverse consequences were reported.

Manufacturer narrative:
There were two blades associated with this complaint. No lot no. Details were provided. Both products were returned for evaluation. It was visually confirmed that an outer tooth had broken off each of the blades. Further examination indicated additional damage to the blade teeth suggesting a user related issue. It was not possible to determine the definitive root cause for the breakage.